Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. It was also reported that non healing pocket had drainage. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as updates from product investigation was received. This supplemental report is being filed as additional information indicates that the product was already returned. Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. It was also reported that non healing pocket had drainage. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as additional information indicates that the product was already returned. Boston scientific received information that this right atrial (ra) lead was part of a system revision due to infection with sepsis. It was also reported that non healing pocket had drainage. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The ra lead was explanted.